Manufacturer narrative:
Device is a combination product. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental med watch will be filed. (B)(4).

Event description:
It was reported that stent migration occurred. A synergy¿ drug-eluting stent was successfully deployed to treat the lesion. Following deployment, it was noted that the stent moved and would not stay in the intended location. No patient complications were reported.